Manufacturer narrative:
The insulin pump alarmed due to faulty connector on radio-frequency board. The insulin pump was received with a cracked display window corner and reservoir tube lip.

Event description:
The customer reported that she received a radio-frequency alarm on her insulin pump. The customer's blood glucose level was not known. Nothing further was reported.